Event description:
The manufacturer received information alleging a garbin evo linde touch screen does not work. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a garbin evo linde touch screen does not work. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was not reproduced. No errors were found in the error log. The technician confirmed the blower bellows seal, in-line filter prox, in-line filter, machine flow sensor and muffler assembly are contaminated. The air inlet foam filter was replaced due to preventive maintenance. Firmware will be updated to 1.06.10.00. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.